Event description:
This MDR is related to MDR 3013840437-2024-00032 and 3013840437-2024-00033 referring to the same patient. This spontaneous report was received from a brazilian physician via a sales representative and concerns a 71-year-old female patient. She was injected subcutaneously with a total of 8.5 ml of radiesse into the mandibular (jowl) contouring and for flaccidity and facial contouring, on (B)(6) 2023. Batch number was reported as a00092980. A lot search in the global safety database was conducted. She was injected with 2.25 ml for the jowl contouring per side and with 2 ml into each side of the face. A 22g cannula was used. Radiesse was diluted for mandibular contouring to 4.5 ml and for the face to 4 ml. The patient was previously injected with radiesse, in 2021, 2022 and 2023 and was treated with laser. The patients medical history, allergies, surgical interventions and concomitant medication were reported as none. On (B)(6) 2023, 4 days after the radiesse injection, the patient experienced an inflammatory nodule in right jowl. On (B)(6) 2023, she noticed a hardened nodule which was 2.0 cm. She performed an infiltration with distilled water and xylocaine. On (B)(6) 2024, the nodule continued to be stiff and painful. The physician performed an infiltration with saline solution and triamcinolone. On (B)(6) 2024, she noticed a yellow, more superficial nodule which was 6 mm and a deep nodule. An incision was made and the material partially removed. Yellow calcified material was removed from the nodule area. Antibiotic was prescribed, but the patient refused to take it. The patient was not hospitalized. The outcome of the events was reported as resolving. In the opinion of the reporter, the events were not life threatening, not permanent and did not lead to a newly diagnosed chronic disease. Follow-up information was received on 11-mar-2024: the batch record review was received and the lot number for radiesse was confirmed as a00092980 (expiry date: 12/2024).

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event nodule (injection site nodule) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage. The device history record of radiesse injectable implant, lot number: a00092980, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformance reports, corrective/preventive actions related to this lot.